Manufacturer narrative:
Received one used list# 886-42584-05, transpac¿ IV monitoring kit, disposable transducer, 3ml squeeze flush device, macrodrip. Lot# 4978419. The reported complaint of tubing disconnection/separation was confirmed on the returned set. An image was provided by the customer showing the area of the defect. During visual inspection, the 48.5" pressure tubing was received separated from both the male female luer. The tubing pockets of both ends of the tubing was observed to be tacky. The separation of the bond was due to the pressure tubing being tacky. The probable cause of the pressure tubing being tacky is due to the solvent on the tubing not being fully cured during assembly process. A lot review and relevant commodities were reviewed, and no non-conformances were found that would have contributed to the reported complaint.

Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event involved a transpac IV monitoring kit that the customer reported the tubing detached from the 3-way stopcock. There was no patient involvement.